Event description:
Pt's wife called to report incident on his behalf. The sensor applicator on the abbott libre 3+ has malfunctioned. (B)(6) (wife) states they have had no issues with the previous version of the abbott libre; the upgrade is the 3+ and this is where they are having issues. Fresh out of the package, (B)(6)noticed the needle/sensor applicator connection seemed worn out and bent. The needle is suppose to pop out and hook itself to the patient's skin to stay attached. (B)(6) states the needle popped out before contact with the patient. Once the needle pops out, you can no longer use the needle/sensor applicator. (B)(6) opened another batch & the needle/sensor applicator worked as instructed. No pre-existing conditions. Pt had open heart by-pass surgery about a year ago for a blocked artery.